Event description:
During a pelviscopy, right oophrectomy and lysis of adhesion an ez35w and one evu35 reload were used to transect the infundibulopelvic ligament and fallopian tube on the pts right side. The device performed as expected and no bleeding was observed after the transections. The surgeon and the scrub assistant stated that the pelvic floor and adnexa showed no signs of bleeding at the end of the procdure. Consequently, approx eight hrs post-operatively the pts hematocrit dropped and it was decided to perform an exploratory laparotomy. Upon inspection the surgeon found both the adnexal pedical and the uterine staple line were oozing blood persistently. A hysterectomy was subsequently performed. Other than pelvic pain the pt was otherwise healthy.